Event description:
The device involved in this report is a demo device, not implanted. During some tests with a pt stimulator, it was visible that the rest rate was operating in a configuration where it should be deactivated.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). The reported event resulted from an anomaly in the programmer software. As specified, for reply devices, the rest rate is available as soon as minute ventilation sensor is operating, with the following settings of rate response in appropriate pacing modes: rate response = rr auto; rate response = learn; rate response = rr fixed. Nevertheless, with rate response = rr fixed, the rest rate setting is not available to the user in the graphical user interface. This anomaly will be fixed in the next release of the programmer software, smartview (B)(4).